Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a leak in sheath occurred. The target lesion was located in the severely calcified distal right coronary artery. A 1.75mm rotalink¿ plus was selected for use. During preparation, a leak of the flushing cocktail was observed coming from the sheath. The procedure was completed with a 1.5mm rotalink¿ plus. No patient complications were reported.